Manufacturer narrative:
Initial reporter's phone number - (B)(6) (B)(4). Field service specialist visited the account to check system and did not find any issue. Advised user to keep operating room free of smell, any kind of smell changes transmission which leads to fluence problems. System meets amo specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that laser fluence exceeded normal limits during patient treatment and system stopped working. Treatment was not completed. There was smell in the operating room and system transmission dropped drastically. Surgery was then completed successfully the next day. No patient injury reported and no medical/surgical intervention required.